Event description:
It was reported that during a navigation procedure the registration was inaccurate and off by about 10mm in the anterior measurement. Inaccurate position of the tool displayed on CT images (wrong position, wrong geometry, time lag) can lead to inaccurate readings and cause inaccuracies. The procedure was completed with no known issues to the patient, and no adverse consequences or procedural delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation procedure the registration was inaccurate and off by about 10mm in the anterior measurement. Inaccurate position of the tool displayed on CT images (wrong position, wrong geometry, time lag) can lead to inaccurate readings and cause inaccuracies. The procedure was completed with no known issues to the patient, and no adverse consequences or procedural delays.